Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
On (B)(6) 2018, the customer received many alarms when calibrating the ise tests on the cobas 4000 c (311) stand alone system. The issue was resolved after changing all reagents. On 23-oct-2018, the field service engineer found an orange color in the ise reagent probe wash station. He cleaned the residue, changed the probe, and changed pinch tubing. He reset the analyzer, performed an air purge, and performed a reagent prime. An ise check was performed afterwards and all seemed to work fine. On (B)(6) 2018, the errors returned and was resolved by changing all the reagents. On (B)(6) 2018, the customer stated that one patient sample had an erroneous result for ise indirect na for gen.2. The customer also stated that the ise errors continue. The issue has occurred all the month of november and is always resolved by changing all the reagents. The affected patient sample initially resulted with an na value of 153 mmol/l and this value was reported outside of the laboratory. The potassium value of the sample was flagged in the customer's middleware system, so this value was not released outside of the laboratory. When the potassium test was repeated, the customer also repeated na. The repeat na result was 146 mmol/l. No adverse events were alleged to have occurred with the patient. The na electrode lot number and expiration date were asked for, but not provided.